Event description:
It was reported that the customer was hospitalized a few days ago, but he did not want to discuss it. Customer was very upset that his sensor has to be changed out. No further assistance needed at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.